Manufacturer narrative:
Heartflow was able to confirm with the ordering physician that the reanalysis did not result in consequences or impact to the patient.

Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative. (B)(4): the investigation identified a potential false negative in the rca region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality review resulted in a decrease in the ffrct value from 0.79 to 0.63 in the rca region. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.